Manufacturer narrative:
(B)(4). Batch # m5584j. The analysis results found that the pph03 device arrived with the anvil shroud damaged. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 05/23/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon informed that the product was difficult to fire, he needed to stand up and use all the force he had to fire the instrument. But he still managed to fire. He used to use same device and claimed that he found this instrument was more difficult to fire compared to previous unit. Used same device to complete the procedure. There were no adverse consequences for the patient reported.